Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the release time being too long could not be identified. The suggested event is detectable and preventable in accordance with the following sections of the instructions for use: 4.3 system setup (system) ¿release time h¿ tab the length of time to freeze the live endoscopic image during release (release time) can be set for each piece of connected equipment. This section explains setting of the hdtv signals. The actual release time is the longest one of all the equipment¿s release time settings. ¿release time s¿ tab the length of time to freeze the live endoscopic image during release (release time) can be set for each piece of connected equipment. This section explains setting of the sdtv signals. The actual release time is the longest one of all the equipment¿s release time settings. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that during preparation for use of the evis exera iii video system center, the release time to display the image was too long. The tac technician successfully instructed the customer through changing and saving the new release time in advanced menu settings on the subject device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.